Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned for evaluation. The sales rep troubleshot the pump with our biomedical technicians and determined there was no problem with the device. The pump has been returned to service where it has been used for the last month without an issue. No corrective action is required and no further action is warranted at this time. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) -incomplete the lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pressure was set on the fms vue pump system device during a shoulder arthroscopy to 110 mmhg and the pressure climbed to 150 mmhg during the procedure. When the sales rep reset the pressure setting to 80 mmhg, the pressure setting on the pump rose to 120 mmhg during the procedure. The procedure was completed using the same pump with no consequence to the patient and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.